Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118872) field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the filters. Patient also allege chemical burns on face in 2021 from CPAP exploding, irritated eyes and respiratory tract, worsened copd (chronic obstructive pulmonary disease) and asthma, headaches, and cough. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Attempts were not made to have the device returned for evaluation and investigation due no one was identified in the voluntary medwatch (mw5118872). At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.